Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 27-year-old caucasian female patient underwent a primary breast augmentation with two 350cc mentor memorygel breast implants and experienced generalized illness symptoms including vertigo, brain fog, rashes, losing hair, leaky gut, pain, and weight gain post-operatively. The patient also reported that the right breast prosthesis was found to be ruptured. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
On november 17, 2022, mentor received additional information stating the patient is to undergo device explantation on (B)(6) 2022. Section d6b. Explantation date: (B)(6) 2022. The coding in section h6 has been updated to reflect this information. The initial reporter's first name has been updated to (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness and rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 06, 2023, mentor received additional information regarding the impacted device. The serial number for the impacted device has been update to 6810340-041 in section d4. Manufacturer¿s reference number: (B)(4).